Event description:
It was reported to philips that the device displayed a therapy test failure. There was no patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and found that battery was faulty. The philips remote service engineer (rse) sent a quote for the battery to the customer and the customer has not yet responded to confirm the purchase. Once or if the customer approves the purchase, the battery will be replaced to get the device into working order. Upon conclusion of the investigation by the philips remote service engineer (rse), it was determined this was due to a faulty battery in the device. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device displayed a therapy test failure. There was no patient involvement.